Event description:
Patient undergoing angiogram in cardiac catheterization laboratory. Cardiologist reported moderate lesion in the mid left anterior descending artery and attempted to perform fractional flow reserve (ffr) on the ilab ultrasound imaging system. The ffr would not connect. Attempts were made to reboot the equipment (it would reboot for a few seconds and then lose connection). A biomedical engineer was present and attempted to troubleshoot the equipment. The representative from company was contacted and came to facility. The rep also attempted to reboot the equipment. There was no sustainable solution so the ffr was not performed. Given that the ffr could not be performed, no stent was placed. Medical management and outpatient stress testing will occur. This patient may be required to have another angiogram done when the ffr is working, if the stress test shows concerns. The service rep placed a service call to manufacturer. On 8/2/19, work order reports that the complaint was confirmed. Instead of repairing this v2 polaris system, the hardware upgrade option was excised. Ilab is to be upgraded from v2 hardware to v3 upgrade. On 8/7/19, the v3 hardware upgrade repaired the system complaint.